Event description:
It was reported to boston scientific corporation that during a sacrospinous vaginal vault suspension procedure using a capio open access suture capturing device, the carrier began to extend but then became stuck in the middle position, and could not further extend or retract. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.